Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex st device may have caused or contributed to the reported event. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that on or about (B)(6) 2015, patient underwent surgery for repair of a small bowel obstruction and recurrent incisional hernia incarcerated hernia. As alleged, a bard/davol ventralex st, was implanted to repair the hernia defect. Note: (reference number is invalid for lot number ) it is also alleged by the patient's attorney that on or about (B)(6) 2016, patient underwent an additional recurrent umbilical repair to repair and/or remove the defected mesh. The patient was injured severely and permanently. As alleged, patient has suffered and will continue to suffer physical pain and mental anguish. As reported, patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. Patient has undergone and will likely require in the further other forms of care and medical treatments due to the alleged defective ventralex st hernia patch.